Event description:
Per information provided: (B)(6) 2009 ¿ patient was diagnosed with left inguinal hernia thereby underwent repair with the implant of perfix plug (device 1) and 3dmax mesh (device 2). (Note: there is no op notes provided for this procedure in medical records). (B)(6) 2009 ¿ patient was diagnosed with infection; fluid collection thereby underwent open repair with the removal of infected mesh (device 1 and device 2). Per op notes, ¿the large fluid collection was noted. The mesh (device 1 and device 2) palpable underneath the external oblique was removed.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2009) is considered to be a best estimate. This emdr represents the bard/davol 3dmax (device 2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.